Manufacturer narrative:
Troubleshoting of the device was done via telephone with the facility's technician and baxter technical service. The alarm worked when manually cycled through the disinfect mode. The problem could not be duplicated. The instrument has been returned to use. The baxter renal quality surveillance department will continue to monitor these type of reports through monthly trend analysis. This includes, but is not limited to, consulting manufacturing plants, quality engineering and product development to determine the root cause and corrective action.

Event description:
On october 13, 2005 the facility reported a meridian instrument that did not alarm when the disinfect cycle was complete. No patient injury or medical intervention was reported in association to this incident. No further information is available at this time.